Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. We did not receive a batch number or lot number so therefore, we were unable to review the manufacturing records. Batch # unk.

Event description:
It was reported that during an unknown procedure, all deployed staples were formed in lumbricoid shape at the 4th firing of functional end to end though there was no unexpected resistance or noise. The target tissue was regular. Additional suture was performed for reinforcement. There were no adverse consequences to the patient.